Event description:
Boston scientific received information that this device system displayed increasing shock impedance measurements in the 50 ohms range to 100 ohms, ultimately reaching greater than 125 ohms. Pacing impedance measurements have increased from 400 ohms to 680 ohms. All other lead measurements were within acceptable limits and stable. A lead revision procedure was performed and the rv lead was surgically explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.